Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the surgeon saw a tecnis toric lens rotate 40 degrees this past week. The surgeon had to go back and reposition the lens. The lens had an oblique astigmatism. Reportedly, there was no surgical complication. In follow-up, it was reported that the intraocular lens (iol) was implanted (B)(6) 2015. The surgeon saw the lens rotate 40 degrees and had to go back and reposition the lens on (B)(6) 2015. Additionally, subsequently the doctor explanted the lens on (B)(6) 2015 and replaced it with a new lens. Reportedly, the patient is doing fine post-operatively. Pre-operative: axial length: 23.40 mm. Corneal diameter: 11.90 mm. Intended rotational alignment: 159 degrees. Keratometry 45.01@65/46.99@155. Anterior chamber depth: 2.76 mm. Post-operative: rotational axis: 189 degrees. Rhexis apposition: 360 degrees. Manifest refraction: plano+1.25x157. Ucva: 20/40. Bscva: 20/25. Rotation was detected 3 weeks on patient's left eye (os). Exam findings (anterior chamber depth, iop, level of inflammation, discomfort): iop: 14.

Manufacturer narrative:
Additional info: additional information provided indicated that the lens was discarded. (B)(4). A manufacturing review of the intraocular lens (iol) was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. Dimensional inspection is performed at lens generation. The results showed that all dimensions were within specification. The optical measurement is performed at final inspection. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use, (dfu) was reviewed. The dfu provides directions where it is stated that special care should be taken to ensure proper positioning of the tecnis toric lens at the intended axis following viscoelastic removal and/or inflation of the capsular bag at the end of the surgical case. Residual viscoelastic and/or over-inflation of the bag may allow the lens to rotate, causing misalignment with the intended axis of placement. The warnings state rotation of the lens away from its intended axis can reduce astigmatic correction. Misalignment greater than 30° may increase postoperative refractive cylinder. If necessary, lens repositioning should occur as early as possible prior to lens encapsulation. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.